Event description:
The customer reports that the catheter kit has a 55cm catheter. The actual size of the catheter was 50cm. The issue was identified by the user prior to use. The device was used successfully.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a 50cm catheter when a 55cm should have been provided inside the kit. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit tells the user "read all package insert warnings, cautions, and instructions prior to use. Failure to do so may result in severe patient injury or death". The customer complaint of incorrect catheter was confirmed through the customer provided photo. The photo showed that a 50cm catheter was provided when a 55cm catheter should have been. A device history review was completed with no relevant findings. The root cause of this complaint is likely packaging related. Therefore, a non-conformance was imitated to further investigate. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter kit has a 55cm catheter. The actual size of the catheter was 50cm. The issue was identified by the user prior to use. The device was used successfully.